Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 272 mg/dl. A correction bolus via the pump was delivered and a manual injection was administered to address the bg level. An infusion set change was performed and the customer reloaded the same cartridge to address the occlusion alarms.